Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated low glucose events after meals while using the ilet system, describing that the pump recommended more insulin than expected for meals and that she began announcing smaller meals to avoid hypoglycemia, with the issue emerging recently and worsening over about a week; support advised scheduling an appointment to assess settings or consider a feature review, and low glucose alerts were received. Symptoms included hypoglycemia with a reported nadir of 65 mg/dl and no loss of consciousness. Outcomes included self-treatment with approximately 15 grams of oral carbohydrate and no medical intervention or assistance required. Investigation included troubleshooting and user education with referral for additional training. Investigation of this case revealed an unclear cause for hypoglycemia with no confirmed device malfunction identified during support interactions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.